Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: the battery compartment and cap were undamaged and able to fit to maintain an electrical connection. The pump powered up with auditory and vibration to a blank screen. A printed circuit board contained a component that had a missing signal that caused the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.